Event description:
I have been using freestyle libre sensor kit and after my diabetes appointment today we found the average sugar readings was off by 60 points. My a1c was 9.0 instead of 7.3 as I believed it was based on the sensor readings. I bought a 3 month supply of sensors from my mail order pharmacy and it appears I got a full batch that was defective. When I called the abbott customer service number they were extremely rude and said they could only help for one sensor.